Event description:
The hcp reported catheter troubleshooting for a pt receiving itb therapy. A catheter revision was being considered. No other information was provided with the initial report. Multiple attempts to follow-up with reporter for additional info have been unsuccessful.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of events related to medtronic neuromodulation office of medical affairs events and has been discussed with the reporting systems monitoring brach of FDA.